Event description:
Rep reported that the lag screw migrated two threads into acetabulum. No implant failure or deformation. It was also reported that the patient was noncompliant to surgeon mobility instructions. Patient is scheduled for revision surgery on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The set screw and lag screw were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). Both screws were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The found track of deformed material on the lag screw surface indicates that the set screw was not placed into a lag screw flute during the initial surgery; it was placed mistakenly on the lag screw surface. Therefore the lag screw was not secured against rotation and migration towards medial and lateral. Due to postoperative loads by the patient the screw moved unsecured towards medial for approx. 18mm and penetrated the femur head. The customer reported that the patient was noncompliant to surgeon¿s mobility instructions; most likely the noncompliance did also contribute to the lag screw movement. Noncompliance in postoperative mobilization and wrong implant assembling are listed as adverse effects in the IFU and operative technique. If other listed adverse effects like obesity and poor bone quality did also contribute to the event could not be determined due to missing information. The case is attributed to a user error contributed by the patient. No non-conformity identified.

Event description:
Rep reported that the lag screw migrated two threads into acetabulum. No implant failure or deformation. It was also reported that the patient was noncompliant to surgeon mobility instructions. Patient is scheduled for revision surgery on (B)(6) 2014.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the item did not contribute to the complained event, therefore it was classified as concomitent item.

Event description:
Rep reported that the lag screw migrated two threads into acetabulum. No implant failure or deformation. It was also reported that the patient was noncompliant to surgeon mobility instructions. Patient is scheduled for revision surgery on (B)(6) 2014.